Event description:
It was reported that during a dilation in the left leg, the balloon could no longer be pulled through a 6 f sheath and had to be removed with the sheath.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Returned were an opti-plast xt pta balloon catheter and an introducer sheath of unk MFR. Upon inspection of the returned sample, the balloon catheter was inserted in the 6f introducer with the distal tip protruding out of the introducer approx 1 cm. The introducer tip appeared flared and the balloon was slightly bulbous. There was no fluid present in the balloon. The shaft of the catheter and the introducer did not appear to have any damage or deformities. A .035 inch guide wire was passed through the distal and proximal ends of the catheter. When passing through the proximal end, the guide wire met resistance approx 30 cm from the distal tip, and when passing through the distal tip, the guide wire met resistance. There appeared to be a small blockage of unk origin, approx 5mm in length, in the shaft of the catheter that was preventing the guide wire passage. When attempting to remove the balloon was easily advanced out the distal end of the introducer. The balloon was inflated to 9atm rbp (rated burst pressure). A vaccuum was drawn on the balloon and the catheter was easily pulled proximally through and removed from the introducer. The result of the investigation was unconfirmed or difficult to remove. The reported problem could not be reproduced. The current IFU (info for use) states- instructions for use: equipment required, introducer sheath (input sheath recommended). Warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the product or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.